Manufacturer narrative:
(B)(4). The device was received operational and in good condition. The pal evaluated the device. A review of the device logs revealed an instance of iipv (increased intra-peritoneal volume). A service history review (shr) was performed. No issues were identified that may have contributed to the issues of iipv. With reference to the iipv decision tree, the probable cause for the iipv found in the device logs was determined to be insufficient drain - false empty detect and use error, clinician inappropriately set minimum drain volume % setting too low. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intraperitoneal volume (iipv) situation in the event log which occurred on (B)(6) 2010 during cycle 3, ultrafiltration volume 1318ml. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. This is report 1 of 3.